Event description:
The pt is enrolled in the definitive le trial: distal embolization to the distal pt after using the silverhawk. The pt was administered intra-arterial tpa, nitro, and verapamil. Angioplasty was also performed to resolve symptoms. The issue was resolved the same day as the procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.